Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported experiencing high blood glucose of 464 mg/dl. The customer stated that she treated herself with a bolus and her blood glucose went down to 383 mg/dl. Troubleshooting was performed. The programming the insulin pump was correct. Ran a self test and the device passed the test. Five days later the customer called back and stated that her blood glucose is still high. Performed a high pressure test and the insulin pump passed the test. The customer's glucose level was 421 mg/dl at time of the second call. Suggested the customer to go to the ER since her blood glucose was fluctuating. The customer called back again the next day and reported being hospitalized for hyperglycemia. The high blood glucose reading was 356 mg/dl. The customer's blood glucose at time of the last call was 112 mg/dl. No further info was provided.